Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported the front cover bezel was cracked on the top left and the bottom right. The monitor was originally returned for the venous probe not reading. Since the event occurred during routine testing of the device, there was no pt involvement during this event.